Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the failure of the PICC. Per additional information provided on september 23, 2022, the PICC broke and was leaking just below the butterfly where the catheter is joined. The line needed to be replaced. There was no patient harm.

Manufacturer narrative:
A device history record review could not be performed because a valid lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no physical samples, photos, or videos received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.